Event description:
It was reported that, "the pt had multiple dislocations since 2008. Surgeon decided to replace poly insert to help provide some stability and decrease dislocations. He removed 28mm poly and converted insert to 32mm poly with 20 degree elevated rim. When removing 28mm poly insert, he noted some wear and small crack on posterior lip of poly insert."

Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.